Manufacturer narrative:
Information suggests the leads remain in-service. The device was returned and underwent detailed analysis. A microscopic visual inspection noted electrocautery and tool marks in the device casing. The ra-ring seal plug was missing and the ra-ring retainer ring was bent with its setscrew hex slot rounded. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrew. The bent retainer ring would indicate that excessive force was used to retract the setscrew. All setscrews moved freely and operated normally. A lead was inserted into each lead barrel and noted no lead insertion difficulties. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In addition, this device met longevity calculations. In conclusion, although analysis testing could not confirm the reported difficulty removing leads, the damage to the ra-ring retainer ring and rounded hex slot was induced. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.

Event description:
Boston scientific (bsc) received information from a non-bsc representative that during the explant of this cardiac resynchronization therapy defibrillator (crt-d), normal battery explant, there was difficulty in removing right atrial transvenous lead and the rate/sense portion of the defibrillation lead from the header. It was reported that the physician had pulled the sealing plugs off to verify that the setscrews were up. Technical services discussed troubleshooting. It was later reported that the physician initially had missed two of the setscrews. The issue was resolved once these were loosened. No adverse patient effects were reported.